Event description:
Customer reported at 10:30pm, making bed and taking normal amount of insulin. Twenty minutes later, customer stated customer's heart began to beat fast and they began to sweat. Customer called 911. The fire truck arrived at 11:30 & their device = 47 mg/dl. Customer was treated with an insulin injection from customer's supply, bread, a jam sandwich, and a glass of milk. No controls were used. A request was made for return product and replacement product was sent.